Event description:
It was reported that the filterwire was detached from the guidewire. The target lesion was located in the initial part of the common carotid artery. A 190 cm filterwire ez was selected for use. During preparation, it was noted that the filterwire got detached from the guidewire when embolic system priming out of the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The wire returned inside the retrieval sheath with the delivery sheath and the filter bag came back in deployed state. The spring tip was bent and stretched, and the wire was kinked. No more damages were observed. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.

Event description:
It was reported that the filterwire was detached from the guidewire. The target lesion was located in the initial part of the common carotid artery. A 190 cm filterwire ez was selected for use. During preparation, it was noted that the filterwire got detached from the guidewire when embolic system priming out of the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.